Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2016 the pump was removed due to an infection and there were "broken pieces of catheter" found so they were doing an MRI. The patient developed a seroma at the pump pocket and the pocket incision opened up. It was noted that they tried to drain the pocket seroma. The pump was noted to have eroded out of the patient's skin. It was later reported that no MRI was done recently. The cause of the broken pieces of catheter was not determined. As much of the catheter was removed as possible. The patient continued to be treated with antibiotics for infection. A fluoroscopic upright view of the lumbosacral junction was obtained. In the absence of comparison studies, the hcp could not evaluate the nomenclature relative for the patient's lumbar spine. There was generalized demineralization. Assuming 5 lumbar type vertebrae, there was a compression deformity of approximately l3 although not included entirely on this exam. Faintly opaque catheter overlied the posterior elements of l5 and the lower spinal canal. The tip of the catheter was not included on this fluoroscopic image. The patient was taken to the operating room and placed on the operating tab le in the supine position. He was then rolled into the side position. The hcp began by making an incision over the patient's catheter. It was carried down through fat and subcutaneous tissues. The catheter was identified on the backside. The sutures were cut. They then removed the catheter and they placed a running suture to seal up the hole where the catheter emanated from and there was no evidence of any cerebrospinal fluid (csf) drainage from that area. They then widened the incision over the pump, it was carried down through fat and subcutaneous tissues. The pump was removed. They then removed the catheter portion and the catheter broke. They then made a small lateral incision and they identified the catheter again through an approximately 1 cm incision and removed pieces, there were still some remaining broken pieces of catheter. They explored the abdominal pocket area and removed as much as was possible, but because they were concerned that some of the catheter may be deep within the muscle tissue, they elected to leave the piece of catheter because they did not wish to aggravate further bleeding. They did paint the areas with peroxide that was diluted half with saline, to stop as much of the bleeding as was possible. They then irrigated the wound with saline. There was no evidence of any bleeding and there was no evidence of any drainage. The pocket did not appear to be grossly infected. They then thoroughly irrigated the wound. They closed the wounds with 2-0 vicryl on the back and then in the front they closed it with 2-0 pds and the skin was closed with monocryl. Postoperatively, they ordered one dose of lovenox for "today" as well as the patient resuming his aspirin. The patient was noted to be alive - no injury.

Event description:
Additional information received from a consumer on 2016-nov-18 stated the infection was noticed end of (B)(6) 2016. It was noted the infection was confirmed in the pocket where the pump was located. Patient stated he died twice, was in a coma on (B)(6) 2016, and did not remember anything. Patient stated the pump did its job and had it refilled once. Patient liked having the pump instead of taking pills. Patient stated he has other complications now that he did not have prior to going into the hospital, and his age and possibly facing cancer in the lung again and his body cannot handle surgery again. Patient was receiving dilaudid (hydromorphone) with unknown doses and concentration at time of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.